Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient¿s cgm, integrated with the omnipod insulin pump, displayed a glucose reading of 338 mg/dl. No confirmatory bg meter reading was obtained at that time. The patient self-administered 4 units of insulin in accordance with their routine diabetes management protocol. At an unspecified time, following insulin administration, the patient experienced symptoms of shakiness and presyncope. Emergency medical services (ems) were contacted. Upon ems arrival, a bg meter reading indicated a glucose level of 45 mg/dl. No corresponding cgm value was reported at that time. Details regarding any treatment provided by ems or whether the patient was transported to the emergency department were not documented. Although additional attempts were made to obtain clarification of event details, no reply has been received. Additionally, it was noted that on (B)(6) 2025, the patient¿s cgm displayed a reading described as ¿300 mg/dl something,¿ while the bg meter showed 215 mg/dl. At the time of reporting, the patient was reportedly feeling fine, with a cgm reading of 232 mg/dl. Data was evaluated and the allegation was confirmed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior ems being contacted on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that fall within the d zone of the parkes error grid on 04/30/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025. On (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 338 mg/dl. The patient, who uses an omnipod insulin pump, administered 4 units of insulin. Shortly afterward, he experienced symptoms of hypoglycemia, including shakiness and near-syncope, prompting him to sit down. No manual blood glucose (bg) check was performed at that time. The patient¿s brother contacted emergency services. Upon arrival, paramedics performed a manual bg test, which showed a critically low reading of 45 mg/dl, while the cgm still displayed 345 mg/dl, indicating a significant discrepancy. The patient was not administered any medication by the medics but was given orange juice and crackers to raise his blood glucose. He was not transported to the hospital for further evaluation or treatment. Data was evaluated and the allegation was confirmed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior ems being contacted on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid when taken by the fire department. The data investigation found a difference in values that fall within the d zone of the parkes error grid on 04/30/2025. No additional patient or event information is available.